Event description:
A report was received that during a revision procedure, it was discovered that the patient had developed an infection at the pocket site. Symptom includes clear yellowish tinted liquid which was oozing. The physician believed that infection was procedure related. The patient underwent an explant procedure and was given antibiotics. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead; 50cm model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.